Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify power error alarm and low battery alarm due to download difficulties.

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump received low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery now with low battery warning. Customer stated that the insulin pump battery lasts less than 7 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.